Event description:
While in the (B)(6), the pt was undergoing a repair of his anterior cruciate ligament from a tear in his right knee. The surgeon was using the arthrex flipcutter, when the end of the flipcutter broke inside the right knee. The surgeon was required to retrieve the broken device, inside the pt's knee. The surgeon verified with x-ray results, that this piece of the flipcutter was successfully retrieved.